Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(6) 2022, the patient underwent the primary surgery with the insert. The patient had many osteophytes and symptoms of limited range of the motion, so that the sales rep reminded the surgeon that the patient could become loose at once after osteophyte removal and not to perform many osteotomies. However, the surgeon did not accept the sales rep¿s suggestion and osteotomized the distal femur at 12mm as per the surgeon¿s preoperative plan. Although the sales rep was not sure the exact thickness because the surgeon did not use a stylus, the tibia was seemed to be osteotomized approximately 18mm thick on the outside. After osteotomy, the surgeon inserted the insert as deemed appropriate by the surgeon. A few days after the surgery, the patient complained of sense of instability in the operated area. The revision surgery was performed on (B)(6) 2022. The 7mm insert was replaced with a 16mm insert. Doi: (B)(6) 2022, unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.